Manufacturer narrative:
Continued e1 - phone number: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "implant destroyed," and capsular contracture, baker grade I. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.